Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-27 . H6: investigation summary to aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. One affected sample displaying a bent needle, two affected samples which showed black marks on the needles. These black marks were identified as embedded particles in the hub component. One sample displaying a damaged shield component. We have also been provided with one affected sample which displayed a damaged cannula component. In regards to the defect of bent needle, an exact cause could not be determined for this issue. The handling of the product may have had an implication in this issue. Once the shield is removed, the needle should puncture the stopper at a ninety-degree angle to minimize the risk of needle bending. The cannula used in this product is made out of stainless-steel and is tested against both rigidity and fatigue resistance. In regards to the report of ¿dirty needle,¿ this issue was caused during the molding process. Due to the high working temperatures, if the gases are not properly expelled, burnt pieces may remain in the mold. This is a cosmetic defect only as the particles are embedded with no risk of detachment. In regards to the issue of shield damage, this issue may have resulted during the primary packaging process. If the needles are inappropriately placed and an unexpected movement occurs, the product may become trapped and suffer damage. The cannula damage most likely occurred at the cannula supplier manufacturing site.

Event description:
It was reported when using the needle 25ga 1in there was foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter. The customer stated: the following issues: there was "foreign matter (dirt) on the product."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the needle 25ga 1in there was foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter. The customer stated: the following issues: there was "foreign matter (dirt) on the product."